Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap gastric sleeve when making a pouch the jaw of the psee60a couldn¿t fit through the trocar anymore. This was after the first fire/use of reload. A piece of metal was visible at the jaw. The psee60a was used correctly as usual and a gst60b reload was used (p4rw38). A new device was taken to finish the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # p58m80. Product investigation summary: the analysis found that one psee60a device was returned with a trocar attached to the device and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. Further evaluation noted that the channel had a flash that would not allow the removal of the device from the trocar. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached as to how the channel became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.